Manufacturer narrative:
Upon follow up it was reported the same day as event onset, the patient was hospitalized for the peritonitis event. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, every 5th day, route and duration not reported) and fortum injection (500 mg, twice a day for 14 days, route not reported) for peritonitis. At the time of the report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.